Event description:
It was reported that a malfunction alarm occurred. There was no adverse impact to the customer's blood glucose level. The customer received instructions from tandem technical support to reset the pump and successfully resumed insulin therapy.